Event description:
It was reported that during the surgery, could not fire without motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 d4: batch # 714c57 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gcflgw reload loaded on the device and one gcflgb reload(b) present. The loaded reload was received partially fired 1/16, the reload(b) was received partially fired 1/2, however, sled of the reload(b) was in 1/3 position of the reload(b). It is possible that the reload was manipulated, and the sled was manually returned to its 1/3 position. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714c57, and no non-conformances were identified.